Event description:
A us distributor reported that an electrode belt was experiencing check pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was confirmed. The white, orange, and blue wire were pinched at the dn connector. The root cause for pinched wires was unable to be identified. There was no adverse event that resulted from the damaged belt.